Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the stapler stopped working. During the surgery, at the first stapling, the device stapled the stomach and cut normally, however it did not return to the knife. They tried the reverse, it did not work. They tried to take out and put the battery in, it did not work. The surgeon took out the battery, shook it, and put it back on. He did this twice, and then managed to return the blade, and finish the surgery. This is the third case the same batch presents problem at the same hospital in the same way. It was the first time they managed to make the device work again.